Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-oct-2022 to 29-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure was caused by excessive heat, electrical discharge. A field service engineer replaced the bad retractor band on drawer 1.2 to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 1.1/1.2 was not detected on communication bus. During device inspection, a field service engineer found potential thermal damage on retractor band. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failure was due to potential thermal damage on the retractor band.a field service engineer replaced the bad retractor band on drawer 1.2 to resolve.the system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 1.1/1.2 was not detected on communication bus. During device inspection, a field service engineer found potential thermal damage on retractor band. There were no adverse events or injuries reported based on this event.